Manufacturer narrative:
Attempts to contact the physician for additional information were made; however, no response was received from the physician. No information available regarding the product that was involved. Patient did not provide information for an investigation. Unable to determine if the complaint is about the lap-band or about another band which was available in the us and phased out at the end of 2016. Unable to determine root cause or conduct trending analysis. No new risks identified, the current risk is identified with a low rate of occurrence for the reported complaint categories. No correction or corrective action required. The lot history record for the complaint was not available for review. Unable to determine root cause. The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. If additional information would be available for investigation in the future, a supplemental report would be made. At this time, the reported issue will be tracked and trended. Section 6a, only year of implanted date was provided.

Event description:
It was reported that scar tissue was developed around the patient's implanted lap band during the emergency visit. Since having gastric band implanted in 2007, the patient experienced issues such as dysphagia, trouble with swallowing water. The patient had cramps in the neck area where swallow muscles are. It was not known whether the patient still has the band implanted or it was explanted.